Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software suspended insulin delivery when the customer's blood glucose (bg) was approximately 220 mg/dl. The customer did not set a temporary basal rate. Reportedly, the customer continued using the pump for insulin therapy.